Event description:
Info received indicates the bed is drifting down overnight.

Manufacturer narrative:
The technician found the hi/low bed function was drifting down. He replaced the hi/low drive screw to repair the bed.